Event description:
Pt had a left total knee replacement on 2/22/91 and developed a fairly sudden valgus angulation of the knee and a scraping type feeling. It was determined that the tibial poly component failed and the device was explanted on 9/13/96. Its failure to meet expectations resulted in a second surgical procedure and prolonged hospitalization for the pt.